Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not turn on and rom failure 90000 - 100000. There was no reported pt involvement.